Manufacturer narrative:
Despite multiple attempts, additional information was unable to be obtained. The cause for the valves being explanted could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU) paravalvular leak (pvl) and cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, are a known potential complication associated with the tavr procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the worsening pvl could not be determined, however, may be related to cardiac remodeling. The cause for the pseudoaneurysm could not be determined, however, may be related to the patient¿s severely calcified bicuspid native aortic valve. There was no allegation or indication a device malfunction contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years and 4 months post implant of two 26mm sapien 3 valves in the aortic position, the patient was complaining of shortness of breath and 3 pillow orthopnea, and wakes up gasping for air. The patient¿s tee showed severe paravalvular leak and CT angio showed a pseudoaneurysm near the sinus of valsalva, left coronary sinus and aortic root, described as ¿contained rupture¿. The 2 tavr valves were explanted, a surgical valve was successfully implanted, and surgical repair of the pseudoaneurysm was performed.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
Approximately 2 years and 4 months post implant of two 26mm sapien 3 valves in the aortic position, the valves were explanted and a surgical valve was implanted. No additional information was provided.